Event description:
(B)(4) severe pain on right shoulder, numbness on my hand. Extremely heavy periods. Pelvic pain- very sensitive to touch. Lack of sex drive, the times that I did have sex, it was very painful. Extreme hair loss. Depression, metal taste in mouth.